Event description:
The hosp alleges several incidents of tracheostomy tube inflation lines breaking over the past year. There was no pt compromise for any of these alleged events. The hosp does not have any specific event details, lot numbers, samples, or length of use information.

Manufacturer narrative:
Product evaluation: sims visual examination of the catalog #530070 tracheostomy tube revealed the tube cuff and inflation line are stiff. This condition may be due to pt interaction with the tracheostomy tube and/or duration of use. A review of co's complaint database reveals only one similar report of inflation line problems (feb 1996) which was determined to likely be pt related. Co's review reveals that these events are not likely manufacturing related but the result of user/device interface.